Event description:
A female patient who recently underwent a thrombectomy on (B)(6) 2024 to address her pulmonary embolism (pe) was scheduled for a thrombectomy on (B)(6) 2024 with the inari clottriever thrombectomy system to address a left lower extremity deep vein thrombosis (dvt) (which was not addressed during her previous pe thrombectomy). The prior pe thrombectomy (performed using inari devices) was uneventful and the case plan was to address the pe first and schedule the dvt thrombectomy at a later date. The clot age was estimated at 30 days. The patient was placed in a supine position and the intrajugular vein was accessed with an inari protrieve. The inari clottriever xl catheter (ctxl) was then introduced, and 3 passes were performed which removed a substantial amount of clot. The protrieve was secured prior to the passes but did retract approximately 2 inches during the procedure. The protrieve was re-positioned and one more pass was performed with the ctxl. A venogram was performed which revealed that full patency was restored. The procedure was concluded, and the access site was closed. Unfortunately, the patient began to decompensate and imaging revealed clot in the right pulmonary artery (rpa). A pe thrombectomy was performed successfully after 3 aspirations and the patient was transferred to the ICU. No device deficiency or malfunction was identified or alleged by the physician and the thrombectomy was successful in retrieving 90% of the clot burden.

Manufacturer narrative:
The inari devices were discarded by the user facility and are not available for evaluation. The device identifiers were provided, and the lot history records were reviewed. There were no discrepancies or unusual findings. There was no report of any device malfunction. Based on the information reviewed, there is no evidence to indicate the presence of a potential quality issue with respect to manufacturing, design, or labeling. The case was reviewed by inari's chief medical officer, who concluded that the patient's deterioration was the result of inadvertent distal embolism. Embolization of blood clots and cardiovascular collapse are identified in the device labeling as a possible adverse events/complications. Manufacturer reference #: (B)(4). This report is being filed for the protrieve device. Refer to MFR report # 3020347218-2024-00014 for the report on the ctxl device.